Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was used during a bilateral sacrospinous fixation with anterior repair performed on (B)(6) 2014. According to the complainant, post procedure the patient started experiencing unilateral pain that stopped her from standing up. The physician conducted a uroscan to check for ureteral problems or hematoma and the result was negative. He applied pressure on the vaginal wall, and the patient was relieved from pain. An intervention was done to the patient by cutting off the arm of the prosthesis where the pain was felt. The procedure was completed with this device. The patient's condition at the conclusion of the procedure was reported to be less intense pain.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.